Event description:
Additional information received reported that a lead revision was performed on (B)(6), and the patient was doing very well and getting great coverage. The manufacturer's device registry showed that the date of the revision was (B)(6), and the patient's entire system was replaced.

Event description:
It was reported that after the patient recharged their implantable neurostimulator (ins) to full charge about 4 hours later the patient stopped feeling stimulation. The patient tried turning the stimulation on and off and up and down but still did not feel stimulation. The patient then went back to use their recharger to try and turn the battery on and he reported that the charge level was already down to 1/8th left. Later it was reported that the patient had "impedance" on one lead with every contact and "partial impedance" on the other lead. The patient was very active but did not recall an episode that correlates with this circumstance. The patient was not operating their stimulator at this time. Also, reported was the patient was set up for a lead revision. No date was provided for the revision. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Lead model 3777, serial # (B)(4), implanted: 2007-(B)(6), explanted: 2012-(B)(6).

Manufacturer narrative:
Patient programmer model 37743, serial # (B)(4), implanted: na, explanted: na; recharger model 37752, serial # (B)(4), implanted: na, explanted: na; lead model 3777, serial # (B)(4), implanted: (B)(6) 2007, explanted: unk.